Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. The customer stated that the cannula was bent, but she didn't discover it until her blood glucose levels reached over 600 mg/dl. Nothing further was reported.